Manufacturer narrative:
Unit was programmed with glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit sensor feature working properly. No calibration anomalies were noted. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for keypad anomaly. Blood glucose was 334 mg/dl at the time of incident. Customer reported that they has been experiencing change senor alert. Assisted customer to clear the alarm but her insulin pump buttons aren't responding. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar is not moving with no input. Customer stated that there is no response from any button. Only working is the middle button. Advise customer the insulin pump will need to be replaced. Advise customer to discontinue use of the insulin pump and revert to backup plan per healthcare provider instructions. The insulin pump will not be returned for analysis.